Event description:
Philips received a complaint from the customer reporting the v60 ventilator was used without a bacteria filter in place. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) who reported that respiratory therapy failed to use a bacteria filter during use with a patient with an alleged virus. The bme inquired in regard to contamination and action items for future use. The rse recommended using the bacteria filter per the user manual and provided a copy of the user manual. The rse advised if the bme wanted to replace the internal parts of the v60, the potentially affected parts were the blower and the gas delivery system (gds). The customer bme reported respiratory therapy personnel were informed to use the bacteria filter during patient use. The unit was run with a pressure of 10 in diagnostic mode with a bacteria filter in place. The device was confirmed to be operating per specifications and no failure was identified. Investigation is ongoing.

Manufacturer narrative:
It was reported that the v60 ventilator was used without a bacteria filter in place. The device was in clinical use; however, there was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) who reported that respiratory therapy (rt) failed to use a bacteria filter during use with a patient with an alleged virus. The rt staff realized the mistake and sent it to the biomed shop for decontamination or repair. Under the provision of medical device reporting for manufacturers: guidance for industry and FDA staff section 2.6, device related user errors with no death or serious injury are not reportable events in the united states.